Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an MRI the pt had a burn that "looked like a sunburn" on the arm that was on the side opposite the pump. The pump was checked post- MRI and appeared to be functioning normally. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.